Event description:
During an esophageal banding procedure, the physician used a wilson-cook six shooter saeed mult-band ligator. After successfully firing all of the bands, the pt became combative as the device was being withdrawn from the endoscope. The barrel of the device became stuck to the pt's mouth piece because of the compression that occurred from their clenched teeth. At this time, the barrel detached into the pt's throat. After the pt was given anesthesia, the physician used their fingers to remove the detached barrel. No injury to the patient was reported.